Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed pcb assemblies were further evaluated in the failure analysis center. The cause of the reported issue was determined to be due to a shorted integrated circuit chip, designator u61 from the system controller pcb assembly.

Event description:
The customer initially reported that their device had logged an event code in its memory. After an evaluation of the device, it was observed that the device was booting up to a solid white screen and was locked up. There was no report of any patient use associated.